Manufacturer narrative:
The bipolar shell was returned with the complaint for review. Visual inspection confirmed a piece of polyethylene bag remained on the buffed convex surface of the bipolar shell. A manufacturing review was performed on this lot number and its subcomponents. Records verified that the bipolar shell was packaged in a polyethylene bag; the device was manufactured in july of 2012. The device was used for treatment. This issue has been investigated and addressed through internal corrective and preventive actions. The reported lot number was confirmed to be manufactured prior to corrective and preventative actions taken on december 20, 2012. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, the implant was opened and was noted to have part of the plastic remaining on the cup surface from the outer polyethylene bag. An alternative cup was used to complete the operation.